Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat head and neck pain. The implantable pulse generator (ipg) was placed in the infraclavicular area with the leads tunneling to the occipital nerve target. Patient initially reported approximately 50% reduction in pain relief. However, after using the system for some time the patient experienced reduction in therapy.testing of the system while implanted confirmed it was functioning as expected and it was suspected that the leads had migrated away from the intended nerve target. On (B)(6) 2025 a surgical revision was performed to remove the existing leads and replace them with tined leads. The ipg was also replaced during the procedure out of caution to avoid any potential handling damage.

Manufacturer narrative:
The patient noted that the reduction in therapy occurred after the patient had been carrying conduit on top of the shoulder where the ipg and leads were implanted. It is likely that the activity noted directly contributed to migration of the leads and subsequent reduction in therapy.